Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer's brother reported customer passed away on (B)(6) 2014. About three weeks prior, customer was hospitalized with a blood glucose of 548 mg/dl. His device had an error. He was held over the weekend and released. Leading up to customer's passing, brother had not talked to customer for three days. Brother went to customer's house and found that he had passed. Customer had been saying he was not feeling well before he passed. When brother found customer, he was lying in bed nude with his infusion set still inserted, but disconnected from the insulin pump. The sink was still running and there was a bucket with vomit. Brother thinks customer was changing infusion sets when he passed. The cause of death was natural causes due to diabetes. The device's last bolus was on the morning (B)(6) 2014. Brother is returning the device for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.